Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 300mg/dl. The customer's contact indicated that the customer had not treated elevated bgs at the time of the call, and was to contact a healthcare provider. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the site, and monitor bgs closely.